Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and a manufacturing representative (rep) regarding an implantable neurostimulator (ins) for chronic low back pain. It was reported that there was a problem with the patient programmer. The rep was unable to adjust stimulation. The display was showing the ¿call your doctor¿ icon. The rep reported the patient was seeing por on the controller. The ins was suspected to be overdischarged. Dissatisfaction was the primary reason for overdischarge. The last time they felt stimulation was one to two months ago. The patient reports that they turned stimulation off and attempted to turn it back on but was not able to communicate. The patient had met with the rep and had a jump start. The patient will meet with the rep again on (B)(6) 2012. No further complications were reported or are anticipated. Additional information was received from the rep and it was reported that they reeducated the patient and they are doing fine. No further complications were reported or are anticipated. Additional information was received from the patient and it was reported that the ins was removed because ¿it wouldn¿t charge¿. They said it happened in 2012 or 2013. The patient said a rep had come out to try to get it working and could not. No further complications were reported or are anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated device was removed and no replacement was done.